Manufacturer narrative:
This is a correction to the medwatch form submitted on 05/14/2020 for 3002968685-2020-00040. Correcting section d4 - model number, expiration date, serial number and UDI number fields. The main device involved is the ipg (neurostimulator), model 1101. The concomitant product is the tined lead, model 1201. Section d11 has been updated as a result.

Event description:
See medwatch form 3002968685-2020-00040 submitted on 05/14/2020.

Event description:
Axonics was made aware on (B)(6) 2020 that a patient had not been feeling stimulation for nearly a month and symptoms were returning. They reported that they have increased stimulation for over a week with no changes. During the call to report on their situation, the patient raise the stimulation level, but did not feeling anything. The patient was able to reach their representative and discuss the situation with them. The representative indicated the patient will need to be reprogrammed.